Event description:
Initial event description: child had post-op bleed.

Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on a retrospective review of complaints received by the MFR. The facility did not retain the device for eval, a failure analysis of the complaint device could not be completed. Investigation of the lot history record did not note any issues during the mfg of this lot. The sales rep reported that a child had a post-op bleed "a couple of months ago. This particular guy used a suction bovie at the end of the case and really got after it."